Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 325cc saline breast prosthesis, catalog #3542650, lot #167083. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 325cc saline breast prostheses that both deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 300cc saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 11/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).